Event description:
Complainant alleged that during a routine shift check by a clinician the charge button on the device front panel was intermittently not functioning. Complainant indicated that there was no pt involvement in the reported malfunction.